Manufacturer narrative:
Intuitive surgical, inc. (Isi) has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/or if additional information is received. A review of the provided images confirmed that the conductor wire was dislodged; however, it is unclear whether there was any thermal damage or any insulation damage to the conductor wire.

Event description:
It was reported that during a da vinci-assisted radical cystectomy surgical procedure, the customer noted the vessel sealer extend instrument was noted with a dislodged wire. The customer used a spare instrument to continue with the procedure. No fragment fell into the patient. The procedure was completed with no reported injury.

Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The vessel sealer instrument was analyzed. The instrument was found to have a segment of the conductor wire sticking out from the wrist assembly. A loop of wire is sticking out such that the wire protrudes above the outer surface of the main tube. The wire insulation was not damaged and the instrument passed an electrical continuity test. No logs were available at the time of fa. The complaint was confirmed by failure analysis, which indicates that the device may have contributed to the customer reported issue. Additional investigation results after advance failure analysis: logs were available at the time of analysis, and it was noted that the instrument was used for 1 hour and 15 minutes, and several of successful cut and seal events were completed. No insulation or damage was found to the dislodged wire.